Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal therapy. The patient had a device in a pouch that ¿had failed.¿ the device was explanted due to device failure. No medical symptoms were reported. The hcp thought the event date was (B)(6) 2015 (which was when the pump was sent for sterilization), but via device manufacturer records, the pump was explanted (B)(6) 2015 so that date would not have been correct for event date; the hcp did not know that info.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016-08-24 revealed no significant anomaly; the pump reached end of service (eos) due to time progression. The pump¿s log identified the patient with the pump serial number. Also as per the pumps log, elective replacement indicator occurred on (B)(6) 2015 and eos occurred on (B)(6) 2016. The log also showed the pump administered morphine with concentration 25.0 mg/ml via a simple continuous dose rate of 3.600 mg/day as of (B)(6) 2015. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use regarding the patient's pump was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.